Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was observed to be ruptured. It was received incomplete. Additional testing was not performed to avoid compromise the device integrity. No other anomalies were discovered. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore, no further investigation is required. It is possible that the root cause of the rupture was the treatment of cardiac arrest which the patient underwent. The manufacturing records were reviewed, the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2019, mentor became aware of the following information being received under a duplicate complaint file (pc(B)(4)): the patient had undergone bilateral removal and replacement with two 500cc mentor memorygel breast implants (catalog: 3505001bc) on (B)(6)2019. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: chest injury, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/22/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: 375cc mentor memorygel breast implant catalog: 3503751bc, lot: 6689504, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implants, suffered right side deflation due to trauma from treatment of cardiac arrest. Deflation was confirmed via mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.